Event description:
Procedure: unknown. Reportedly, the instrument cut the vessel, it was supposed to clamp. Additional surgery was not required to repair the vessel that was cut, as it is part of the procedure. The cutting of the vessel caused minor bleeding that obscured the site.